Event description:
It was reported by the sales rep that the patient was having pain while using the unit. The patient stated that he is getting muscle spasms while using the device. This started the first day he used the unit. The patient states he was treated for about 12 hours and stopped. States ever since then he had no pain. States he spoke with his doctor and was told to stop wearing the unit. The patient would like to return the device. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted. The following sections have been updated: h6: health effect updated 1994-pain. H6: health effect updated 4521 - cramp(s) /muscle spasm(s). H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient was having pain while using the unit. The patient stated that he is getting muscle spasms while using the device. This started the first day he used the unit. The patient states he was treated for about 12 hours and stopped. He stated that ever since then, he had no pain. He states that he spoke with his doctor and was told to stop wearing the unit. The patient would like to return the device. No additional patient consequences have been reported. It was later reported that the patient stated the pain from the device was so bad that he went to the ER and stayed in the hospital for 5 days. The doctor in the hospital told the patient to stop using the unit and the pain went away within 2 days. The patient stated that the pain was a 9 out of a scale of one to ten. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The patient stated that he mailed the product back to zimvie.

Event description:
It was reported by the sales rep that the patient was having pain while using the unit. The patient stated that he is getting muscle spasm while using the device. This started the first day he used the unit. Patient states he treated about 12 hours and stop. States ever since then he had no pain. States he spoke with his doctor and was told to stop wearing the unit. Patient would like to return device. The patient was called for a follow up. The patient stated that he mailed the product back around 7/18. The patient stated that the pain from the unit was so bad that he went to the ER and stayed in the hospital for 5 days. The doctor in the hospital told the patient to stop using the unit and the pain went away within 2 days. The patient stated that the pain was a 9 out of a scale of one to ten. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The DHR/coc has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "pain". The spinalpak was tested using burn test and clock lifetime which indicated that all the specifications were within the limit. The unit was not at end point. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (06) total complaints from (july 21, 2021) to (july 21 2022) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.